Manufacturer narrative:
(B)(6) device is a combination product device evaluated by manufacturer: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a coronary artery treatment procedure the patient experienced angina and in-stent restenosis. The target lesion was located in the mid left anterior descending artery with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 20 mm study stent. Following post dilatation, residual stenosis was 0%. In addition a non-target lesion located in mid right coronary artery (mid rca) with 90% stenosis was 12 mm long with reference vessel diameter of 3.0mm was treated with placement of a taxus stent. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was diagnosed with aortic stenosis and unstable angina and was hospitalized on same day. The patient underwent aortic valve replacement and on the same day the 95% in-stent restenosis of the taxus stent in mid rca was treated with balloon angioplasty and placement of a ion stent. The event was resolved and the patient was discharged.